Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, a fluid loss alarm error message occurred eight minutes into the procedure. It was reported the patient sustained a burn to the vulva. Silvadene cream was applied to the burn as treatment. Additional follow up information from the physician reported that a cervical leak was noticed during the procedure, after the fluid loss alarm error message occurred. A gauze with cold water was applied to the posterior fornix of the vagina and the procedure was resumed and completed. No additional fluid loss alarm error messages occurred and no additional leak was observed from the cervix. The burn was noticed upon completion of the procedure. The location of the burn ranged from the vulva to the lower third of the vaginal wall. The size of the burn was three inches and second degree in severity. Ice was immediately administered to the burn and silvadene cream applied to the affected area. Additional information from the clinician also reported as of a patient follow up medical examination, the burn is healing gradually. The patient is continuing to apply silvadene cream as treatment. There were no further complications reported with this event and the condition of the patient is reported to be "doing well".

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.